Manufacturer narrative:
Evaluation of ablation system software logs, gre thermal magnitude images from the case and pre-testing of the probes used during case (prior to shipment to the site) do not indicate any malfunction of the probe or the ablation system. According to the treating neurosurgeon, it is possible that after treating large ablation volumes as in this case, there are chances of brain edema due hydrocephalus and swelling in the brain (especially in patients that have limited space within the cranial vault to allow for swelling of the brain).

Event description:
The patient was originally seen on (B)(6) 2016 for biopsy of a brain tumor. At that time, a shunt was placed due to hydrocephalus caused by the tumor. On (B)(6) 2016, a tumor ablation procedure was then performed for a primary 4.5 cm glioblastoma of the left thalamic region. Post-procedure, the patient was awake and following commands. CT scan showed the tumor had some blood and swelling, but not excessive. The following morning, the patient was unresponsive after experiencing sudden diffuse global cerebral edema causing high intracranial pressure and remained in a physician-induced coma. Patient care was later stopped and the patient died during the night. The treating neurosurgeon reported hydrocephalus and swelling post-procedure combined to cause diffuse global cerebral edema causing high intracranial pressure. The neurosurgeon also reported the performance of the ablation system did not cause the event.